Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that generator is malfunctioning. The patient was experiencing pain in the last two weeks. Neck and chest x-rays were fine and system diagnostics was ok. Patient had battery replacement. No other relevant information has been received to date. Explanted device has not been received.

Event description:
The explanted generator was received for analysis. The return product form specified that the generator was replaced as a prophylactic replacement. Analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis on generator was completed. Product analysis on generator reports there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.